Event description:
The customer observed false positive alinity I stat high sensitivity troponin-I results for multiple patients since (B)(6) 2023. The following data was provided. Patient 1: female, sid (B)(6), initial result 300.7 ng/l, rerun 5.9 & 6.1 ng/l. Patient 2: female, sid (B)(6), initial result 129.4 ng/l, rerun <2.7 ng/l. Reference range for females: <14 ng/l, critical range: >64 ng/l. The customer stated that both samples were rerun on their other analyzer with similar normal results. The normal results also matched patient history. The customer stated that a physician questioned one of the results. The customer is not aware of any impact to patient care. Patient 3: gender not provided, sid not provided, (B)(6) 2023, initial result 50.8 ng/l, rerun 13.9 and 14.4 ng/l. A new sample from the same patient tested at 11 ng/l. The initial result was reported out of the laboratory. The customer is not aware of any impact to patient care.

Manufacturer narrative:
Service was dispatched due to the customer reporting false elevated troponin results on the alinity I, serial # (B)(6) after one of the results was questioned by the physician. Service replaced multiple parts when troubleshooting the issue; however, no definitive part was identified as the likely cause of the issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer observed false positive alinity I stat high sensitivity troponin-I results for multiple patients since (B)(6) 2023. The following data was provided. Patient 1 female sid (B)(6) initial result 300.7 ng/l, rerun 5.9 & 6.1 ng/l patient 2 female sid (B)(6) initial result 129.4 ng/l, rerun <2.7 ng/l reference range for females: <14 ng/l critical range: >64 ng/l the customer stated that both samples were rerun on their other analyzer with similar normal results. The normal results also matched patient history. The customer stated that a physician questioned one of the results. The customer is not aware of any impact to patient care. Patient 3 gender not provided sid not provided (B)(6) 2023 initial result 50.8 ng/l, rerun 13.9 and 14.4 ng/l a new sample from the same patient tested at 11 ng/l. The initial result was reported out of the laboratory. The customer is not aware of any impact to patient care.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.